Manufacturer narrative:
In this case, the exact valve model numbers are not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien xt transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve and edwards sapien 3 ultra heart valve. The dates of the events are unknown; however, according to the article the study period was from june 2010 to may 2021. For this reason, the first day of the reported study period (01-june-2010) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the heart block is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: tan, n. Y., adedinsewo, d., el sabbagh, a., sayed ahmed, a. F., carolina morales-lara, a., wieczorek, m., ... & killu, a. M. (2024). Incidence and outcomes of new-onset right bundle branch block following transcatheter aortic valve replacement. Circulation: arrhythmia and electrophysiology, 17(2), e012377.

Event description:
As reported, per article "incidence and outcomes of new-onset right bundle branch block following transcatheter aortic valve replacement", fifteen (15) patients experienced right bundle branch block (rbbb) post transcatheter aortic valve replacement (tavr) procedure. Of the 15 patients that experienced rbbb, 12 had been implanted with an edwards sapien valve (device models unknown). Ten (10) of the patients with rbbb required a permanent pacemaker implant. The median time from tavr to permanent pacemaker implant was 1 day. Degree of prosthesis oversizing was higher in patients who developed post-tavr rbbb compared with those without rbbb.